Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The bolus button was also found to be missing. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Event description:
A family member reported that the keypad buttons are intermittently responding. It was reported the keypad is not peeling or torn.